Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was damaged and caused blood to leak from the side during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing to use this product to give intravenous infusion to the patient, the catheter of the indwelling needle was damaged, it was causing the blood to flow out from the side, which could not be used for normal diagnosis and treatment."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was damaged and caused blood to leak from the side during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "when preparing to use this product to give intravenous infusion to the patient, the catheter of the indwelling needle was damaged, it was causing the blood to flow out from the side, which could not be used for normal diagnosis and treatment".

Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9106918. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage all samples met specifications. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.